Manufacturer narrative:
A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms one of the green cam arms has pieces missing. The missing pieces were not returned with the device. There are also multiple scratches and gouges on the bumpers of the device. The device was manufactured in 2017. The device exhibit signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure tip of femoral impactor broke. No delay reported. No revision surgery performed. Backup device available. No impact or injury to patient reported. No pieces fell inside the patient's wound.